Event description:
Initial complaint description, "after the removal of the safesheath introducer system from the sc- the physician saw in the x-ray that a little part of the top was staying behind the blood vessel."

Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and manufacturing methods were used to produce this lot of materials. Evaluation of the returned device found the ro material fractured. Ro to sheath bound is present. Remaining ro material felt brittle. Evaluation of the retain devices did not show any brittleness of the ro/soft tip material. Pull forces of ro/sheath joint was above the minimum specification. Presumptive root cause is that a force applied to tip segment exceed material strength causing the ro tip to fracture. The sample returned is consistent with ro tip degradation due to extended time exposure to heat, light, and/or other environmental conditions. Design controls were opened on this product line to evaluate and potentially implement changes to the tip design, materials and manufacturing methods to provide a more robust ro/soft tip.